Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 67mg/dl. An infusion set change was performed and an additional occlusion alarm occurred. The customer cleared the alarm and resumed insulin deliveries.